Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience asthma and nose cancer. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging the patient to experience asthma and nose cancer related to a CPAP device's sound abatement foam. The patient did not report receiving any medical intervention.the reported event of diagnosed with patient to experience asthma and nose cancer was reviewed by the pms clinical expert. This event is assessed as not related to the device in this case. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging the patient to experience asthma and nose cancer related to a CPAP device's sound abatement foam. The patient did not report receiving any medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During the exterior investigation, observed unknown dust/dirt contamination present on all surfaces of the base unit.. Found unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. During the internal investigation of the base unit, observed unknown debris in the tracks of the ui panel. Notes that there are mineral deposits present on the motor casing and blower housing suggesting unknown liquid ingress. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Secondary findings: a keratin-like substance was observed around the blower box outlet. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. Mineral spots consistent with water ingress were found within the blower box housing and on the motor casing. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes unable to directly address the symptoms outlined in the complaint. Confirmed that there was no evidence of sound abatement foam degradation or breakdown observed in the base unit. Confirmed the presence of contamination in the airpath. In this report, section d9, g3, h3, h6 has been updated.

Manufacturer narrative:
Additional information was received on 05/28/2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging the patient to experience asthma and nose cancer related to a CPAP device's sound abatement foam. The patient did not report receiving any medical intervention. Additional information was received about alleged visualization of particle.